Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 156 mg/dl. Customer stated that the insulin pump had moisture. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.